Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 324 closed samples. To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples analysed (125 according to iso 2859/1, level 2) has been performed and the units are tight. Knot pull tensile strength results conducted on the closed samples analysed are 1.30 kgf in average and 1.27 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.92 kgf in average and 0.51 kgf in minimum. Degradation test results conducted on the closed samples analysed after 14 days in a sörensen solution at 37ºc are 0.53 kgf in average and 0.47 kgf in minimum and fulfil b. Braun surgical requirement: 0.15 kgf in minimum. These values are the usual and the current ones for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply the product specifications. Final conclusion: although the results of the closed sample received fulfil b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the surgeon has encountered multiple either wound breakage or the suture didn't absorb as intended. The surgeon used another suture before and fully understands the mass absorption time. However, it is found that compared to the previous suture, our monosyn didn't absorb a little at all after a month, the suture could even be pulled out entirely when cutting the knot. Also, the doctor found that the suture broke at the closure site one-month post-op. The surgeon felt it could be from batch to batch, which led to go back to use previous suture. Further information has been requested.